Event description:
Reportedly, the knife did not transect/cut 360 degrees. Therefore, when the stapler was removed, it tore the newly created anastomotic staple line. This required suture closure and an ileostomy. The pt will have a re-operation in two months to re-join the distal colon to the remaining rectum. Procedure: low anterior resection; converted to an ileostomy.